Event description:
Device issue: none. Adverse event: myocardial infarction/restenosis/medical intervention. Onset of adverse event: 3 months post procedure. It was reported via a trial that on (B) (6) 2009, the pt underwent stenting of the pre-dilated proximal right coronary artery with one xience v stent. On (B) (6) 2009, the pt experienced nausea and heavy chest pressure, diagnosed as myocardial infarction with elevated cardiac enzymes, and was re-admitted on (B) (6) 2009. Percutaneous coronary intervention for revascularization took place on (B) (6) 2009 and another xience v stent was implanted in the index target lesion. The pt was discharged to home in stable condition on (B) (6) 2009. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt's body. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.